Manufacturer narrative:
The automated impella controller was returned to abiomed and evaluated. The reported issues of ¿purge disk not detected¿ was confirmed in the device logs. An inspection of the automated impella controller revealed a broken (cracked) purge disk retainer, which would have contributed to the issue in detecting the disk. The root cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 29-year-old female with low cardiac output syndrome and post cardiotomy cardiogenic shock was being transitioned from an impella cp device to an impella 5.5 device for increased mechanical circulatory support. While the patient was on support, the automated impella controller (aic) failed to recognize a purge cassette. The pump was moved to a new automated impella controller and these issues resolved.